Event description:
This patient was admitted for replac ement of a centrakl venous catheter. The catheter to be removed had been implanted by another facility. The attempt to remove the catheter resulted in only partial removal and a "cardiac tamponade due to an indwelling catheter with the tip chronically penetrating and perforating the right atrium" which was defined on autopsy. Retreival devices used toattempt complete removalinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was destroyed/disposed of.